Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens opacity (cataract). Due to the lens opacity (cataract), the lens was explanted. The problem was resolved. Cause of the event was reported as unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
A4: unk, a5: unk, a6: unk. H6 - work order search: no similar complaint was reported for units within the same lot. H11: secondary intervention to remove/replace the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).